Manufacturer narrative:
(B)(4). Failure event observed during analysis. External insulation abrasion was noted at 41.2-41.8cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.